Event description:
This case is created pursuant to CAPA-lfs-157. Lifescan has recd a total of 10 complaints from customers in a foreign country of cases in which a surestep enhanced meter displayed an error 5 message at power on of the meter. Ordinarily, an er5 message means either that (a) the meter test strip holder, lens area, and contact points are dirty; (b) the test stip holder is not in place; or (c) the test strip was partially inserted before turning the meter on. Failure mode has identified the problem in these cases is related to optics block for which the root cause remains under investiaion. The problem is confined to meters starting with certain serial number. And is unique to meters distributed in this foreign country. The serial number of one of the affected meters is listed in box d.6. The rest of the serial numbers are listed at the end of this test. An er5 message due to a cause that the user cannot correct means the user receives an inactionable result, with the potential for delayed treatment or treatment decisions in the absence of a glucose value.